Event description:
It was reported on two separate occasions that the asymptomatic patient presented in-clinic for follow-ups. Both visit noted post-paced t-wave oversensing on a stored egm. Programming changes were made and were successful in solving the oversensing issue. Device remains implanted. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.